Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 10 mg/ml dilaudid at 3 mg/day. The reason for use was not reported. It was reported that there was a catheter revision on (B)(6) 2018 because the catheter was ¿bustling under the skin.¿ it was no longer in the intrathecal space. Environmental/external/patient factors that may have led or contributed to the issue consisted of ¿post-op complication.¿ the catheter had been implanted on (B)(6) 2018, and it was reported that this issue started on (B)(6) 2018. Actions taken to resolve the issue consisted of catheter removal and complete catheter replacement. It was replaced by another catheter of the same manufacturer and the customer was notified that it should be returned to the manufacturer. The catheter would not be returned because the ¿customer refused.¿ the issue was resolved at the time of the report. The patient status was listed as ¿alive ¿ no injury.¿ the patient¿s weight was unknown. The hcp would have no further information for the manufacturer on the event. There were no further complications reported/anticipated.